Manufacturer narrative:
(B)(4)(importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 2 unopened pouches and 2 open and used sutures. Analysis and results: there are no previous complaints of this code batch of which were manufactured and distributed (B)(4) units, there are no units in stock. The two open samples received correspond to the ones involved in the case. One used sample had the needle detached from the thread and the other one was a broken suture. No further analysis can be done to the open samples received as they were used. Tightness test to the closed samples received has been performed and the units are tight. Tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): tested the needle attachment strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: although the results of the samples received fulfill the OEM specifications, note is taken of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: france. During a surgery for a baby, one needle detached and one suture broke.